Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of complex pelvic floor prolapse, large cystocele, large rectocele, vaginal vault prolapse, and urinary function symptoms. It was reported that after implant, the patient experienced urinary urgency and nocturia.